Event description:
It was reported that during testing the pump experienced throwing occlusion alarms when it was not necessary, the customer even tried changing out the force sensor and recalibrating it, it would be fine then go out on the floor and do the same thing. There were no patient involvement and harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 02-mar-2026. H7, h9: updated. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed base task timeout, base not responding, force sensor test, and travel coarse error. The reported issue was confirmed; the force sensor readings are unstable and inaccurate. The investigation found the force sensor ribbon cable was not installed correctly and as a result was crushed by the plunger case. The damaged components were replaced, and the device then passed all testing.